Manufacturer narrative:
Final analysis revealed the pump had low audio tones due to a broken transducer.

Event description:
It was reported that there were no audible tones. Troubleshooting was conducted and there were no beeps during the self test. Instructed to return device to medtronic and a replacement was sent.